Event description:
Reporter indicated high lead impedance was noted when a pt's resident vns lead was inserted into a new vns generator during surgery for generator end of service. It was also noted there were discoloration on the lead body approx 3cm from the generator insertion and on the lead in the neck area. The discolorations were noted to be discontinuities. As the lead pin was reinserted into the new generator and high lead impedance was present, a lead pin issue has been ruled out and a lead fracture is suspected. Additionally, it was reported, the pt had increased seizures in spring 2010 of 7-9 per month from a baseline of 7 seizures per month. It is unk if the baseline level was pre-vns or not. Attempts for further info and return of the vns lead and generator are in progress.

Event description:
Product analysis of the vns generator and lead was completed. The generator was depleted. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. The battery is depleted, 2.165 volts as measured with the can removed and battery still attached to the pcb. Electrical test results showed that the pulse generator performed according to functional specifications. Analysis of the complete lead assembly was performed. The slice marks/cut out hole found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. The condition of the returned lead is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted, except for the half set of setscrew marks found near the end of the connector pin. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. No coil breaks were found. It is likely that when the resident lead was inserted into the new vns generator at the (B)(6) 2012 surgery, the lead pin was not inserted fully (setscrew marks at the end of the pin) which resulted in high lead impedance. This event is due to user error, as no anomalies were found with the returned intact lead or generator.

Event description:
Review of the as-received decoder spreadsheet for the vns generator indicated the last impedance change on (B)(6) 2010, went from 3868 ohms to 2840 ohms, indicating high lead impedance was not present prior to the (B)(6) 2012 surgery.

Event description:
The explanted vns lead and generator have been returned and are pending analysis. Paperwork received with the explanted devices indicated the reason was due to "not working - failed". All attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Event or product problem, corrected data: impedance data from the decoder spreadsheet was inadvertently omitted from f/u MDR #2.